Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2020-32451; 3006705815-2020-32452; 1627487-2020-33255. It was reported that patient experienced ineffective therapy due to migration of one lead which may have been caused by a faulty anchor or faulty suturing. Surgery occurred to explant and replace the leads and anchors to address the issue. It is unknown which lead and anchor are related to the issue so all suspected devices are being reported.